Manufacturer narrative:
We checked the returned unit and confirmed that the objective lens unit was broken. Based on the result, we concluded that it was caused due to the excessive force applied on the objective lens unit. In addition, we confirmed that the lg cable connector fluid damage, the light guide fiber bundle (lcb) broken, the light guide cable buckled, the control body corroded, the insertion flexible tube (ift) crushed, the remote control buttons cut, the eog valve loosened, the segment worn out, and the u/d and the r/l pulley wires worn out; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(objective lens broken).